Event description:
The physician inadvertentluy placed the dilatation catheter into the coronary artery with the protective packaging sheath intact. The sheath became dislodged in the left main artery. The pt was sent for emergency bypass surgery. Product was discarded by the hosp.